Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They had battery issues with the insulin pump and was not able to do a bolus. There was a black dot on the screen. The customer had a high blood glucose level of 405 mg/dl. They also mentioned that when they had a high blood glucose level of 583 mg/dl they were able to get a bolus from the insulin pump. Their current blood glucose level was 537 mg/dl. They treated their high blood glucose with manual injection. The customer stated that they were nauseous. They had a failed battery test alarm. Troubleshooting was performed. They had inserted a new battery. The screen returned. The failed battery test alarm did not recur. The device will not be returned for analysis.